Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, missing shell and the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: a broken is found with the following conditions crease sharp edge on radius assessed as fold flaw opening, more than three striated patterns along the same edge on anterior/posterior assessed as surgical damage, wear abrasion and stress marks. Based on the device analysis the final assessment is: -a broken is found with the following conditions crease sharp edge on anterior assessed as fold flaw opening, more than three striated patterns along the same edge on anterior/posterior assessed as surgical damage. - missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.